Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer. Physio-control will not request any patient identifying information to be in accordance with regulation (EU) 2016/679 of the european parliament and of the council. A physio-control field service technician evaluated the customer's device and was unable to duplicate the reported issue. After performing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
A customer contacted physio-control to report that their device would not recognize a shockable rhythm in AED mode during patient use. As a result, wrong defibrillation therapy would be delivered, if needed. There were no reports of adverse effects to the patient as a result of the reported event.

Event description:
A customer contacted physio-control to report that their device would not recognize a shockable rhythm in AED mode during patient use. As a result, wrong defibrillation therapy would be delivered, if needed. There were no reports of adverse effects to the patient as a result of the reported event.

Manufacturer narrative:
Physio-control reviewed the device electronic patient records. The device operated as intended therefore there was no device problem found.